Manufacturer narrative:
After review of the m540 logs, it was found that arrhythmia processing was user configured with 2 leads (lead ii and lead v). This indicates that both leads are used to derive arrhythmias from the ECG signals (including asystole alarm). A screenshot was provided of the ECG signal for lead ii, however in order to derive the arrhythmias for this event a screenshot of the ECG signal for lead v is also needed. This information was requested but was found to not be available. Since arrhythmia processing was performed combining the two leads and only information on 1 of the leads was provided for investigation, no device malfunction could be verified and the root cause of no alarm for asystole could not be determined. The cited device was tested by a draeger fse and was found to be working as designed. This is an isolated case.

Event description:
It was reported that a sporadic asystole was detected at the patient, however, the device did not recognize any asystole and did not alarm. The loudspeakers of the monitoring central were not connected (pulled out by the user) and the ECG curve showed no rhythm for several seconds during this period. There were no events in the event storage. The device was taken out of service. No adverse patient impact was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that a sporadic asystole was detected at the patient, however, the device did not recognize any asystole and did not alarm. The loudspeakers of the monitoring central were not connected (pulled out by the user) and the ECG curve showed no rhythm for several seconds during this period. There were no events in the event storage. The device was taken out of service. No adverse patient impact was reported.